Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed that the device does not complete an energy charge and automatically disarms itself. Stryker determined that the cause of the reported and observed issue was due to the system connector not being properly seated to the system pcb assembly. Stryker reseated the system connector to resolve the issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.